Event description:
It was reported that removal difficulty and a sheath rupture occurred. A 2.4mm jetstream xc atherectomy catheter was selected for a lower extremity angiogram with intervention. The jetstream device advanced through a 7 french non- boston scientific guide sheath to the lesion, and two passes were made blades down without issue. However, the device was not able to advance through the lesion. Another pass was made blades down in order to advance to treat the disease more proximal, but it was noticed that the plastic outer covering of the jetstream catheter began to accordion and ruptured. It was attempted to rex the device back, but there was difficulty removing the device. It would not retract through the sheath, so the sheath and the jetstream device were removed together while maintaining guidewire access. A new sheath and a different device were used to complete the treatment. Nitroglycerine was administered intraprocedurally to reduce spasm. There were no patient complications reported.